Event description:
Consumer stated that their irc1001 aerosol compressor won't turn on.

Manufacturer narrative:
(B)(4) kel - no RMA has been initiated for this issue. The product is 12 years old, length of use by consumer is over 5 years. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.